Manufacturer narrative:
Bci cts (customer technical support) had customer stop system function and place paper towels in compartment. The customer was unable to locate the source of the leak. Cts recommended customer to replace sample syringe plunger rod and priming subsystem. This did not resolve the problem and probe/wash collar was still leaking. A field service engineer (fse) went on site (B)(6) 2011 and found 2 o-rings in cc sample probe connection. Fse replaced syringe t-valve and cc sample wash collar and performed cc sample probe alignments. This issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cartridge chemistry (cc) sample probe leaking fluid on to cover of the unicel dxc 600i synchron access clinical system. No injury was reported.